Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention took place where the lead was explanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000113020.

Event description:
It was reported that the patient had a fall and felt shocking sensations. Diagnostics showed one lead had high impedance on contacts 1-8 and x-rays indicated the lead may have a fractured. A manufacturer representative was able to program with 9-16 lead and capture areas of pain. Surgical intervention may be pending to address the issue.